Manufacturer narrative:
Device evaluation: the customer's statement "the image is blurred" can be confirmed. The image produced by the specified lens is blurred in the lower left half of the image. The optics themselves show no external mechanical damage that could be responsible for partial blurring. During inspection of the rod lens system (focusing of the individual segments), slight foreign particles were found in the system, but these do not affect the imaging. It is possible that the image sharpness was not set correctly or that an imaging component has shifted. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image was blur at the right side. No negative impact in state of health reported.